Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to a use-related factor, such as: improper assembly or setup of the modular glenoid system components, incorrect engagement or alignment of the angled reamer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/29/2025, a sales representative reported via email that an ar-9580-2420s univers revers modular glenoid system augmented base plate (24 mm) and the ar-9675-s angled reamer did not function properly during a procedure. The patient was not impacted, as replacement devices of the same models were used successfully. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 09/05/2025.